Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, a sales representative reported via phone that an ar-1787pj-cp internalbrace implant system, ligament augmentation repair, had an issue. The surgeon drilled with a 3.4 drill and used the tap to prepare for implant insertion. During insertion, the peek screw from the swivelock became too compressed and broke during implantation and was not able to get implanted and was removed from the patient (photo attached). The rep stated the surgeon was not augmenting with a ligament or allograft and was using the internal brace portion for this procedure. The case was completed using another ar-1787pj-cp internalbrace implant system from a different lot number. The case was delayed under 15 minutes without adverse effects on the patient. It was unknown if additional anesthesia was administered to the patient. This was discovered during an elbow radial collateral ligament repair procedure on 08/26/2024, with no reported patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the visual evaluation information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.